Event description:
The service and repair department documented the lot 6217406 is not working at all and all the rest are running sluggish after they finally start running. No negative impact to any patient. Slowed the surgery down by a couple of minutes due to the slow running item. All surgeries were sternal plating. This is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The device did malfunction during surgery while being used on patient. This complaint involves 4 devices. This is report 1 of 4 of (B)(4).

Manufacturer narrative:
Device is used for treatment and not diagnosis. Additional product code of gxl. Device is an instrument and not an implant/ explant. Service history review: lot #004060 a service history of the past three years has been reviewed. The item was previously returned for service on (B)(4) 2011 for motor failure and (B)(4) 2012 and passed testing. The previous service condition of motor failure is relevant to the current complained issue of inoperable device. The manufacture date of this item is 9-mar-2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the hand piece was received incomplete, disassembled, with only twelve of its components. The assembly, therefore, could not be tested. The three critical components could be and were tested. The switch, although partially damaged, was used for functional testing. The positive red wire connection to the contact plate was disconnected. In order to perform the testing, the connection was reestablished by soldering. Using all of the synthes supplied components, the motor was tested and found to be fully operational in all three directions. The contact plate and contact pin were observed to be disconnected, breaking the connection to the circuit board. All additional parts that were not considered to be critical appeared to be undamaged. The motor/gear head assembly, circuit board and membrane switch were all found to be fully operational when tested. It is likely that the red wire, disconnected from the contact pin, was the root cause of the sluggish running malfunction of the synthes hand piece. From inspection, the wire appears to have made intermittent contact with the contact pin, likely causing the motor initially not to run, then to run sluggish. What caused the wire to break cannot be determined objectively by the evidence provided. The wire had little to no evidence of solder and the heat shrink tube appeared torn. Based on the evaluation and the unknown cause, this complaint is confirmed but cannot be definitively considered manufacturing-related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
According to the product investigation the repair technician reported motor failure as the reason for repair. The cause of the motor failure is unknown. The housing (new serial number: 005715), circuit board, motor, and membrane switch/flex circuit were replaced as well as all applicable components. This item was repaired and passed final inspection on (B)(4) 2014 and returned to the customer on (B)(4) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.